Manufacturer narrative:
Batch review performed on 06 may 2019: lot 180351: (B)(4) items manufactured and released on 22-may-2018. Expiration date: 2023-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved in the event gmk-sphere 02.12.t3i4r tibial tray fixed cemented size t3-i4 r (k121416), lot 180974: (B)(4) items manufactured and released on 13-jun-2018. Expiration date: 2023-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0411fr tibial insert fixed sphere flex size 4/11 mm r (k140826), lot 181898: (B)(4) items manufactured and released on 13-jun-2018. Expiration date: 2023-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 6 months after primary surgery, complaining of pain and instability caused by a connective tissue disorder. The surgeon revised the gmk sphere femoral component, liner and tibial tray with a gmk hinge femoral component, liner and tibial tray. The surgery was completed successfully.